Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. The device analysis report is attached. This report is submitted on september 27, 2021.

Manufacturer narrative:
This report is submitted on august 03, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to device failure as confirmed by surgeon. The patient was reimplanted with another cochlear device during the same surgery.